Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22790, 2017865-2020-22845. It was reported the patient presented with an infection. The system was explanted. No further information was known about this event. The patient was stable.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received indicated the infection was not related to the device/system or a related procedure.